Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred while preparing for patient use. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.